Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no ultrasound from the handpiece when the footswitch was pressed. Additional information has been requested, but not received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received indicated in the vitrectomy mode selected by the surgeon the ultrasound (us) is triggered by a voluntary action on one of the buttons on the pedal. At the doctor's request the technician configured the pedal so that the us triggered after the pulse on the button.

Manufacturer narrative:
The system was examined and the company representative found that the issue was because the footswitch settings were different and not because of the handpiece. The company representative changed the settings to better suit the customer and the issue was resolved. The system was tested and found to meet product specifications. The root cause was attributed to the footswitch settings and not the handpiece. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received. The surgery was performed on the patient's left eye. The system did not display an system message. The case was completed using a vitrectomy probe. No cases were cancelled due to the event.

Manufacturer narrative:
Additional information received noted that while the surgeon was in the vitrectomy mode, the surgeon inadvertently selected the ultrasound (us) mode by a voluntary action on one of the buttons on the footswitch. At the surgeon¿s request the company service representative configured the footswitch so that the us is triggered after the pulse on the footswitch button. A completed questionnaire was received. The patient was an (B)(6)year old female. The surgery date was (B)(6)2017 on the left eye (os) during vitrectomy surgery. The wound integrity was intact. The bottle height was standard conforming to the programmed settings. The cassette and tips are not re-used. No instruments were switched out. No system messages displayed. No cases were cancelled. The case was completed with a vitrectomy probe. No third party consumables or accessories were used. No changes were made to existing parameters. The settings were noted as not concurrent to the surgeon¿s typical procedure. The device is stored in a climate controlled area. A 25 gauge vitrectomy pak was used. The fiber detect override was not used. The fragmentation mode used was proportional. No avgfi was used. The tips and sleeves are removed before sterilizing. The event occurred during the initial use of the device and is not reprocessed or reused. The outcome of the event was noted as resolved with treatment. In the surgeon¿s opinion the device did not cause or contribute to the event. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The system was manufactured on june 29, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).